Event description:
The patient contacted animas on (B)(6) 2012, stating that the up arrow keypad button, had been difficult to press and required multiple presses, to elicit a response. The patient denied holes or tears in the keypad, and denied trauma to the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up and down arrow keypad buttons were found to be intermittently unresponsive and required excessive force to activate a response. All other keypad buttons were responsive and had normal spring back or click. During investigation, evidence of contamination was found under the up and down arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.